Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended and no issues were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. The site placed four screws. The left screw on l4 was 2 mm lateral from plan and the right screw on l3 was medial by 2 mm. Surgeon replaced screws using c-arm. There was no patient harm and the procedure was delayed less than one hour. Additional information was received. It was reported that the procedure was completed freehandedly.